Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was having difficulty charging the pump with the usb cable. The customer stated they believe it is an issue with the usb cable as it is very damaged. Customer reported blood glucose level was 80 (mg/dl). A replacement cable was sent to the customer. The customer declined a follow up by tandem technical support to ensure the replacement usb cable successfully charged the pump.